Event description:
It was reported while using bd plastipak¿ syringes foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: white powder inside syringe. Noticed by internal dept.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on:14-mar-2023. Our quality engineer inspected the 4 photos and 1 bag of samples submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection and testing of the samples. Analysis of the sample photos showed that there was powder like specs in the syringes. The physical samples confirmed these findings, and the foreign matter (fm) was subjected to fourier transform infrared spectroscopy (ftir) testing to determine the composition of the fm. Results of the test determined the fm is likely to be silicone dioxide. Bd determined that the cause of the failure was related to our manufacturing process, and actions have already been made to address this issue. This batch was created prior to the new action implementation. Production records were reviewed, and this batch meets our manufacturing specification requirements. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringes foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: white powder inside syringe. Noticed by internal dept.